Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During index procedure, the physician used one endeavor sprint drug eluting stent to treat a lesion located in the distal cx. Device was successful . It was reported that approximately 4 months following the index procedure the patient suffered coronary artery stenosis and underwent a revascularization of the distal cx in its first obtuse branch. The following day troponin I levels were reported to be elevated consistent with suspected mi event. Investigator has assessed the event as probably related to the study device. It was reported that the patient recovered with treatment.